Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the leads into the pulse generator header. The leads were able to be secured and the device was implanted successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.